Event description:
The customer dosed ten units of insulin based upon the suspect device result of 499 mg/dl. About two hours later emergency medical techs were called because they passed out. When the emergency medical techs arrived they checked pt glucose and the level was 51 mg/dl. They were given an ehg, blood test and orange juice. Controls were not used .the device was placed and requested to be returned for evaluation.